Event description:
Additional information received reported that the patient's pump system was explanted and not replaced. The patient felt that the pump system was "not working correctly" and the healthcare provider (hcp) removed the pump system on (B)(6) 2012. It was", but reporter was unable to give any further detail. The patient outcome following the system explant was also unknown. Additional information has been requested, but was not available as of the date of this report.

Event description:
Addition information received reported that the medication in the pump was morphine.

Event description:
It was reported that the patient had a return of symptoms and there was a volume discrepancy at time of last refill. The patient's pain had escalated, however there was not an experience of "out and out withdrawal, as patient was being managed with oral medication. Reporter stated that at the last refill on (B)(6) 2012 the reservoir was found to be full from the previous fill. The pump was updated, however not with a new reservoir volume, therefore the low and empty alarms subsequently occurred. The pain physician reported "it's never been quite right" when asked about the previous volume discrepancies. The first discrepancy was identified with the patient's very first refill, when at that time the patient presented with a full pump. On (B)(6), a dye study was attempted; however physician was unable to aspirate, so the dye study was not done. Two roller studies were performed, and the priming bolus confirmed 0.01ml over 1 minute and less than 20 degrees rotation noted. Approximately 5 minutes elapsed between boluses. The roller study results were reported to be "highly suspicious." Pump logs were reviewed dating back to (B)(6) 2012, and no motor stalls were noted. The physician would like to replace both the pump and catheter, however the patient was unsure of moving forward with replacement, so a surgery date was to be determined. The physician will program the patient's pump at a minimum rate until a decision is made.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), explanted: 2012 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer. (B)(4)

Manufacturer narrative:
Product ID 8711, lot# l79094, implanted: (B)(6) 2000, product type catheter. Product ID 8709sc, lot# n312163007, implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
Final analysis of the pump found no anomalies. Final analysis of the catheter found an indent in the seal and that it met occlusion criteria. The indent was seen down in the cup of the sc, where it appears completely offset to the lumen. The silicone boot was pulled behind the retaining ring, though this likely happened at explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.